Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation, both the auditory and vibratory alarms functioned appropriately. The complaint could not be confirmed or duplicated.

Event description:
The patient reported that the pump is less than a week old. She said the blood glucose check reminders aren't sounding or vibrating as programmed. During the troubleshooting telephone call the representative helped the patient change the settings to vibrate but the vibration feature did not function. The patient called back when she obtained a replacement pump and said the alarms are working intermittently and started working the day she received the replacement. There was no reported patient impact associated with this complaint.